Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a replacement ilet charged to full and initially powered on for setup but then the display went black mid-setup and would not turn back on, while audible notification beeps occurred and the charger showed a solid green indicator; multiple outlets and chargers were attempted without resolution. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included troubleshooting with the user and initiation of device return for analysis, along with shipment of a replacement device. Investigation of this device revealed a charging and power failure consistent with battery depletion or charging system malfunction, without alarms. It was concluded that the cause was an electrical or battery fault of the device.